Manufacturer narrative:
Two used tracheostomy tubes were received for investigation. A visual inspection was performed and found damage to the cuffs of both tubes. Leak testing confirmed leaks from both cuffs. A manufacturing review of a similar device was performed and no discrepancies were found. The most probable root cause was attributed to a manufacturing issue; when taking out some parylene flash, the unit was damaged. The complaint was confirmed.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® flextend¿ tts¿ pediatric tracheostomy tube experienced an internal cuff failure. When the cuff was filled with air, the cuff would not remain inflated. After a tracheotomy tube change, a puncture was observed in the cuff. It was noted that the fault was with the "internal part". This was the initial use of the tracheostomy tube. It had been in place for 23 days. The cuff had been inflated with 4ml of air, and cuff integrity was tested prior to use. The patient experienced discomfort as a result of the event. The tracheostomy tube was changed. No permanent injury was reported.

Event description:
The puncture occurred where the tight to shaft (tts) component meets the cuff. The issue was observed spontaneously by the patient's family.